Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver an unspecified concentration of propofol, at a rate of 15.2ml/hr, and the delivery was started. The vtbi (volume to be infused) was not specified; however, customer contact reported the vtbi was "overprogrammed." No further programming parameters were provided. After an unspecified length of time, the nurse reported the pump alarmed for end of infusion. At that time, the nurse estimated that there was 3 feet of air distal to the cassette with no air in line alarm. No air was delivered to the pt. The pump was removed from clinical use. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).